Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys, expiration date: 24-oct-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device returned to MFR? No. Mfg date: 24-oct-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac perforation occurred on the first post implant day of the leadless implantable pulse generator (ipg). Leadless ipg was inactivated and replaced. No further patient complications have been reported as a result of this event.